Manufacturer narrative:
Results: eval of the returned product found that the zipper slider is bent open on the patient access window zipper and the pull tab is missing. (B)(4).

Event description:
Customer reported that there is damage to zipper teeth and pull tab on both the left and right side panels. This was discovered during set-up and no patient incident or injury was reported.